Event description:
During instrument installation, a beckman coulter field service engineer (fse) reported smoke and burning odor emitted from the card cage inside the unicel dxi 600 access immunoassay system. The fse immediately shut down the instrument. The fse stated there was no fire or arcing and the laboratory was not evacuated. The fse was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection. There was no operator injury or adverse effect associated with this event. Upon inspection, the fse identified a burned motion control card (mcc) on the printed circuit board (pcb). The fse replaced the damaged motion control card (mcc) and resolved the issue.

Manufacturer narrative:
Motion control card. The returned motion control card (mcc) was inspected upon receipt. Beckman coulter investigator noted electrical/heat damaged to the motor control chip component. The function of the motor control chip of the mcc is to drive the stepper motors, which move various devices in the instrument. Damage to the motor control chip may occur due to an electrical malfunction in an interactive device, for instance, a short circuit in a stepper motor or its associated interface printed circuit board (pcb). Alternatively, electrical damage to the motor control chip may occur due to a defect in the component itself. In summary, there is no indication of any part actuated by a stepper motor replacement associated with this event. In addition, there is no indication of any shorted or replaced device interface board. In conclusion, the likely cause of the event is attributed to a faulty motion control card (mcc). A definitive root cause is unknown. Beckman coulter internal identifier for this report is (B)(4).